Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor cannula broke in half after insertion. Customer was assisted with sensor cannula/introducer needle break troubleshooting. The customer's blood glucose was unknown at the time of the incident. The customer stated that the sensor was in used for 12 hours. The customer stated that they had tweezers and tried to take the broken piece off but was not sure if they were able to pull anything out. The customer then stated that the sensor cannula was no longer in the body. The customer was advised that sensor needed to be replaced and returned. The sensor will be returned for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used partial sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a insulin paradigm pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bts test as the sensor is beyond its expiration date. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor. See image for details a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.